Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was tapped on the skin. An x-ray was performed which revealed that the electrode migrated and had pulled back. Additionally, the patient experienced infection and erosion. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.